Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The device failed a charge and boot test. The device was opened for an interior visual inspection and passed. The device battery was replaced with a known working battery and it successfully charged and booted. The data log was downloaded and retrieved. The data log was reviewed and findings related to the complaint were discovered within the investigation window. Functional testing was not performed. The complaint confirmation was confirmed. The root cause was determined to be a defective battery.